Event description:
During a shoulder arthroscopy procedure, the arthrocare wand was plugged into the arthrocare unit and alarmed "wand error." Another arthrocare wand opened and worked without any problems.====================== manufacturer response for arthrocare ambiet super turbovac 90, arthrocare ambient super turbovac 90 (per site reporter)======================the qa department was extremely helpful and seemed to appreciate us contacting them. They do want the device back and will be picking it up soon.